Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the skin irritation. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported by a healthcare provider that the patient developed redness, itching, irritation and papular changes on the skin at the insertion site. Local treatment is applied using soothing and cortizon cream if needed. A secondary hyperpigmentation of red papules remained for several months. A contact allergy test was performed at occupational and environmental dermatology in malmö. No relevant allergies could be identified. Rapid tests with insulin and other ingredients in fiasp insulin failed to show reactions.